Manufacturer narrative:
Pending completion of device analysis. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to underinfusion volume discrepancies. The initial discrepancy was a 2ml discrepancy, and the second discrepancy was a 15ml discrepancy. The patient was reported to not undergo any concentration/medication changes, mris, falls or traumas, or pump migrations. A cap study was reported to be conducted, in which the cap study was successful.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 95% efficiency. As the device performed according to specification during the investigation, no definitive root cause could be determined for the alleged issue. Internal complaint number: (B)(4).